Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which direction was the operator turning the adjusting knob (open/distal direction or closing/proximal direction) when the device fired the staples? Immediately after firing the surgeon turned the knob according to our instructions ¾ turns to open. After it would not open, he was turning it both ways to try and see if it would move. Was the anvil the correct size (33 mm) or was it another size such as 29 mm? Yes, the anvil and head were from the same size stapler. Was the safety clip engaged prior to patient insertion? No, they did not fire the device prior to the device malfunction. After the device malfunctioned, they tried turning the knob both ways, they released the safety and tried firing the device, nothing worked. Did the operator who prepared the device for patient insertion have any difficulty with removing the anvil? Scrub nurse prepared the device, and detached the head from the anvil without any difficulty. Did the operator who prepared the device for patient insertion have any difficulty with retracting the trocar? Scrub nurse prepared the device, and retracted the trocar without any difficulty.

Manufacturer narrative:
(B)(4). Batch # n57h7f. During analysis, the report of staple ejection while closing was unable to be recreated. The closing system components move in a proximal direction during clockwise knob rotation, thus it¿s unlikely that the distal firing motion was initiated from within the instrument during the closure step. In order for the staple ejection to have occurred as described, the closure system and the opening systems would need to be engaged with each other or locked together. The analysis did not find any evidence that the firing system and the closing systems were engaged with each other or locked together. Due to the insufficient evidence of the systems being engaged, a potential cause is inadvertent actuation of the firing trigger, although trigger motion should be prevented until the red safety is released. The red safety was found to be working correctly when the device was inspected, and the device was received with safety in the unlocked position. It was found that the trocar and the adjusting knob could not advance distally beyond the ¿as received¿ position. The anvil was not returned with the device. The adjusting knob was most likely unable to advance due to plastic particles from the closure knob being within the threaded zone- thus the trocar was unable to advance distally as well. This can occur during use when the closing knob is continuously turned but the anvil movement is blocked. The continuous turning of the plastic thread against the metal shaft with no movement of the trocar could result in the plastic thread being worn down or the plastic material abraded off the knob; however, there is insufficient evidence to determine if this is what occurred during this specific surgical procedure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Colorectal cancer. How experienced are the surgeons with the device? Very experienced. When was the safety released prior to firing? N/a. When the knob was ¿not responding,¿ was the knob able to be turned? Yes. Can you please confirm that the device will be returned? Yes (shaft only, they disposed of the detachable head). What is the current patient status? The patient has been released from the hospital with a permanent stoma.

Event description:
It was reported that during a low anterior resection procedure that two experienced surgeons were doing an end to end anastomosis after low anterior resection. The first surgeon positioned the head of the circular stapler and the second surgeon was positioning the circular stapler transanaly. The first surgeon connected the head of the stapler with the shaft. The second surgeon started closing the stapler, but before the head and stapler were fully closed (there was a small finger gap between the head and the shaft) the stapler fired the staples. Firing handle was not closed or triggered. They state that the stapler fired the stapler when the second surgeon was turning the closing knob. They tried opening the device, but the knob was not responding. The first surgeon tried detaching the head from the shaft but it would not move. She had to force it to detach. This resulted in tearing of the colon mucosa. Since this was a lar procedure, they were not able to put another stapler or to hand sew the anastomosis. The patient had to have a permanent stoma. He will be released from the hospital most likely today.